Manufacturer narrative:
(B)(4). The manufacturing location was unknown. The device manufacture date is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that when the battery device was inserted into the small battery drive device, the battery housing started to heat up immediately . According to the reporter, the battery device was changed but yielded the same result. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplementall medwatch will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter additional information was obtained. The reporter clarified that a total of two battery devices were involve in this event. Therefore, the battery device has been included in this event and added in the concomitant medical products section. Furthermore, the event numbering will be represented as report 2 of 2 for the same event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.